Event description:
Reported by genzyme associate medical dir, the pt underwent implantation of autologous cultured chondrocytes in 2007. Genzyme company rep reported the pt developed synovitis after carticel implantation along with the use of the orthadapt product. A "wash out" procedure was performed on the pt. All cultures were negative. This event is not confirmed and is being reported from a conservative standpoint. If relevant info is received, a supplemental report will be submitted.